Event description:
The customer stated, he was hospitalized for diabetic ketoacidosis and the blood glucose reading was 300 mg/dl. The infusion set was changed two days prior to the hospitalization. Troubleshooting was performed and the programming was correct, but the time had not been adjusted for daylight savings. The insulin pump passed the prime and high pressure tests. Advised the customer that the insulin pump is operating as designed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.